Event description:
(B)(4).

Manufacturer narrative:
We asked the (B)(6) to clean the whole unit out and make sure the case and the cpu fans are free from dust and that they are working. We followed up with customer and since the unit has been cleaned. They have not had any issues since. This is a maintenance issue that is stated in the service manual. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.